Manufacturer narrative:
The investigation into the introducer damage ¿ mechanical and the delivery issues has been completed since the initial report was submitted. The product was not returned for investigation. Per the clinical information, the root cause of the introducer mechanical damage issue was most likely an introducer sheath kink. The root cause of the delivery issue was use related to improper technique.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 74-year-old male patient in acute myocardial infarction cardiogenic shock was implanted with an impella rp device for mechanical circulatory support. It was reported that during insertion the 23f sheath was placed and sheath kinked upon removal of the dilator. The dilator reinserted and 0.018 v18 wire advanced through the dilator. V18 removed and replaced with impella 0.027 wire. Impella rp loaded onto 0.027 wire. There was difficulty with catheter kinking in right atrial (ra) by the outflow. Buddy wire advanced for support. Back tension was placed on 0.027 wire, while clockwise torque placed on rp catheter. The impella was successfully placed in the left pulmonary artery (lpa). No patient harm was reported.